Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch # (B)(4) that stent dislodgement occurred. The target lesion was located in the proximal left circumflex artery. A promus premiere drug-eluting stent was selected for use to treat the lesion. However, the stent was bent on the balloon. While attempting to remove the catheter with the undeployed stent from the guidewire, the stent became stuck on the copilot device and came off the balloon. The stent never entered the patient's body. No patient complications were reported.